Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the additive was in liquid form. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® c&s preservative urine tubes experienced discolored/abnormal additive form which was noted prior to use. The following information was provided by the initial reporter: material no. 364951, batch no. 9220404. Per email: we just received 3 cases of 364951 urine c&s preservative. The tubes came with the white preservative in liquid form instead of powder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® c&s preservative urine tubes experienced discolored/abnormal additive form which was noted prior to use. The following information was provided by the initial reporter: material no. 364951, batch no. 9220404. Per email: we just received 3 cases of 364951 urine c&s preservative. The tubes came with the white preservative in liquid form instead of powder.